Manufacturer narrative:
The reported event of r-wave amplitude variation was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during a psa test at implant the right ventricular lead exhibited high sensing. The lead was removed and replaced. The patient was in stable condition.